Event description:
It was reported that the threaded tip broke off during cutting. The broken part was retrieved. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation of the returned cutting/bending device has shown that the threaded part is indeed broken and snapped off. We are not able to determine the exact cause which has led to this breakage. We can only suppose that too much mechanical force has led to the final breakage of the threaded part. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. While, we can assume that the complaint condition is due to mechanical overloading applied to the device which caused the breakage, we are not able to determine the exact cause which has led to this breakage.